Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). This was a 26mm sapien 3 valve case with commander delivery system in aortic position by transfemoral approach. As reported, the device was prepared as usual by a team with a lot of experience, without changing anything in the process of preparation or introduction of the system. During the procedure, when valve alignment was attempted in a straight section of the anatomy, the pulley responsible for the fine adjustment of the balloon did not work. The system was in the locked position and did not respond to commands. The esheath and delivery system were removed as a whole unit and there was no need of cut-down. Another kit was used. There were no patient injuries and the outcome was good. The patient was discharged. As per pre-decontamination evaluation, the commander delivery system balloon was torn at the I/c bond.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The delivery system was returned, fully inserted through the 14f esheath. The delivery system was returned in the locked position between default and the warning marker, with no fine adjust and 1/2 flex in use. The loader assembly was over the flex shaft. Visual inspection of the returned device was performed and the following was observed: the valve was crimped on the inflation balloon. The distal balloon was slightly bunched. A balloon torn was observed at the inflation balloon/crimp balloon (I/c) bond. The tab ring appeared displaced and not aligned with the printed arrow on the handle. A gap was observed between the tab ring and the slider . Functional testing was performed with the following observations. Gross alignment performed with slight catching sensation distal to default marker. Resistance was experienced between default and warning marker. Balloon lock unable to lock due to displaced tab ring. Additionally, no damage has been seen on displaced tab ring. The handle was taken apart and proximal balloon shaft appeared bent. Measurements of the outer diameter (od) of the balloon shaft stop sleeve and the inner diameter (ID) of the seal were taken. The measurements met specification. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve alignment difficulty, and balloon torn were confirmed based on the condition of the returned device. However, a manufacturing non-conformance was unable to be identified. A review of DHR, lot history, complaint history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, 'when turning the fine adjustment pulley, a click was heard and the system did not respond to the command.' It is likely the displacement was a result of over-torquing the wing nut of the handle, causing the reported 'click' when the device was locked. The components involved were designed with a 'd-shape/flat surface' mating feature for mistake proof installation purpose. As no difficulties were noted engaging the balloon lock during device preparation, it is likely that the displacement occurred during the procedure. If the tab ring in the handle is displaced, then the collet will not engage with the balloon shaft when the wingnut is in locked position. This will result in the inability to perform valve alignment, as described in complaint description. The available information suggests procedural factors (displaced tab ring, excessive manipulation) contributed to the reported fine adjust difficulties during valve alignment. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Evaluation of the returned device showed that there was a slight catching sensation of the balloon shaft stop sleeve interacting with the seal during gross alignment. Dimensional inspection showed that the device met specifications. Additionally, the handle was taken apart and the proximal balloon shaft appeared significantly bent, which can increase resistance during gross alignment when the proximal balloon shaft is pulled from the default marker to the warning marker, in addition to the likelihood of the stop sleeve interacting with the seal. It is unknown when the balloon shaft was damaged but it is possible the damage occurred during the procedure (proximal balloon shaft pulled at an angle) or during return packaging, as there was no report of gross alignment difficulty. The available information suggests procedural factors (bent balloon shaft) contributed to the gross alignment difficulties observed during engineering evaluation of the returned device. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Potential root causes for separation of the I/c bond have been identified and documented in an existing pra. As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' It is possible that once the resistance was felt, 'more strength than usual' was applied to overcome the resistance. Increased forces and tension could have then weakened the balloon causing the balloon to tear. Available information suggests procedural factors (high alignment forces) contributed to the reported balloon torn. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been assessed and documented in a pra. A CAPA was previously initiated to address this failure mode. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.